Manufacturer narrative:
A total of 2488 adverse event files are being summarized for the 1st quarter 2019 submission report. All items listed are classified as dze. No remedial action has taken place or required. The overall average result of the investigations is use error. This information is for exemption number 2006009. 13 of 2488 were not manufactured by the reporting firm. 11 of 2488 were returned fractured or broken. 184 of 2488 did not have product returned for investigations. Row labels: types of implants that involved the a total of 2488 adverse events: external, 21. Implant, 20. Internal implants, 52. Internal implants - full laser lok, 1. Laser-lok 3.0, 1. Laser-lok 3.1, 2. Laser-lok 3.2, 1. Tapered im, 6. Tapered implant mountless, 7. Tapered internal laser lok, 6. Tapered internal rbt + laser lok, 62. Tapered internal mountless, 46. Tapered internal plus, 29. Tapered internal rbt, 13. Tapered internal rbt - mount free, 60. Tapered platform switch implant, 13. Tapered short, 5. Tapered tissue level, 9.

Event description:
This report summarizes the 1st quarter 2019 asr report for a total of 2488 events being summarized for each type of implant.